Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy drug-eluting stent was implanted. At an unspecified time, stent thrombosis was noted. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-04877 and 2134265-2016-04878. It was further reported that in (B)(6) 2016 the patient was hospitalized and underwent left heart catheterization which revealed atherosclerotic heart disease in the mid-distal left anterior descending (lad) artery. The mid lad was noted to be 99% stenosed diffusely with timi flow1. The distal lad was 100% stenosed with timi flow 0. The distal lad was treated with a 2.5x12 synergy drug eluting stent with 0% residual stenosis and timi 3 flow. The mid lad was treated with a 3.5x24mm synergy drug eluting stent 0% residual stenosis and timi 3 flow. No patient complications reported. The patient was discharged home two days post intervention with a lifevest and was doing well. One week post discharge, the patient woke up with chest pain rated up to 5-6 at its worst, stiff neck and his face was tingling. The patient indicated he was compliant with both the lifevest and prescribed meds, but did not have a script for plavix which had been prescribed at discharge. The patient had not taken plavix since discharge one week prior. The patient was admitted for non st segment elevation myocardial infarction (nstemi) and unstable angina symptoms. Angiography revealed the proximal lad had an 80% lesion. The stented area mid-distal lad had 70% in-stent restenosis (isr). A 6fr 3.75 ebu guide catheter was advanced over a .035 j-wire to the left main coronary. A bivalirudin bolus was administered. A .014 non bsc guide wire was advanced. A 2.5x12mm compliant balloon was advanced to the distal lad isr and angioplasty was performed. The balloon was pulled back to the proximal lad and inflated. A 3.5x8.0mm synergy drug-eluting stent was deployed in the proximal lad. After full evaluation, there was subsequent 80% distal isr. A 2.5x12 non compliant balloon was advanced into the distal lad isr and angioplasty was performed. This reduced isr to 0% with timi 3 flow.